Event description:
This supplemental report is being filed to provide additional information that the product has been abandoned and replaced. The doctor implanted a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, there was some undersensing due to the low intrinsics. The impedance for the high energy shock was 129 ohms, which is high but within normal limits. The shock occurred while the system was programmed to the primary sensing vector. Testing of the other two vectors was done. Technical services discussed some programming options and suggested using the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, there was some undersensing due to the low intrinsics. The impedance for the high energy shock was 129 ohms, which is high but within normal limits. The shock occurred while the system was programmed to the primary sensing vector. Testing of the other two vectors was done. Technical services discussed some programming options and suggested using the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.